Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received that "impactor handle¿s threads on the end got bent and was noticed when reassembling set. The threads are damage in such a way that the poly tip can¿t be screwed on. Needs to be replaced. No delay in surgery as this was notice while reassembling.¿ this complaint involves one (1) device. The product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿200165000, femoral/humeral head impactor¿ has deformed or bent. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. For the other reported event, the reported condition cannot be confirmed as the provided evidence was not sufficient to confirm the reported event of unable to assemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the femoral/humeral head impactor would contribute to the complained device issue. Based on the investigation findings, femoral/humeral head impactor was deformed because of unintended user error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impactor handle¿s threads, on the end got bent. It was noticed when reassembling set. The threads are damage in such a way that the poly tip can¿t be screwed on. Needs to be replaced. No delay in surgery as this was notice while reassembling.